Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the atrial lead exhibited noise. The device was reprogrammed. No patient symptoms were reported.